Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath, lightheaded, burning sensation in the nostrils, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, lightheaded, burning sensation in the nostrils, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the reddish-brown contamination on top of the enclosures under the right and left side accessory door. Dust like unknown contamination and other unknown contamination was observed on and around of iso port. Unknown white powder type contamination was observed at air input of the blower box at the filter area. Light gray non uniform film of unknown contamination throughout the inside of the enclosure. Potential mineral deposits on the blower motor and blower box, indicating water ingress. A black contamination at the blower seal of the blower box that it consistent with the keratin contamination was observed on the blower outlet seal. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. An unknown white powder or dust like contamination on top of the blower motor and on the inner rim of the bottom of the blower motor and blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Section h6 was updated.